Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) had a previous inappropriate shock due to over-sensing in the primary vector resulting in reprogramming to the secondary vector. In 2022, the smartpass feature was found to have appropriately deactivated due to low r-wave amplitude measurements and was re-enabled. In 2023, the smartpass feature disabled again and an untreated episode of over-sensing was seen. Most recently, an inappropriate shock in the secondary vector was observed and the patient was hospitalized. Shock therapy from this s-ICD was programmed off to prevent further inappropriate therapies. Technical services (ts) was contacted and recommended evaluating the alternate sensing vector with provocative maneuvers. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) had a previous inappropriate shock due to over-sensing in the primary vector resulting in reprogramming to the secondary vectory. In 2022, the smartpass feature was found to have appropriately deactivated due to low r-wave amplitude measurements and was re-enabled. In 2023, the smartpass feature disabled again and an untreated episode of over-sensing was seen. Most recently, an inappropriate shock in the secondary vector was observed and the patient was hospitalized. Shock therapy from this s-ICD was programmed off to prevent further inappropriate therapies. Technical services (ts) was contacted and recommended evaluating the alternate sensing vector with provocative maneuvers. Due to the patient's poor health and hospitalization due to an unrelated condition, the physician elected to keep the device therapy programmed off. At this time, the s-ICD system remains implanted. No additional adverse patient effects were reported.